Manufacturer narrative:
A specific cause for the low flow alarms could not be conclusively determined. The submitted system controller log file contained approximately 42 days of data, spanning from (B)(6) 2017 at 9:44 to (B)(6) 2017 at 14:07, and captured 29 low flow events on (B)(6) 2017. The low flow events occurred when the estimated flow was calculated to be below the acceptable threshold of 2.5lpm. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted to the hospital after being found unresponsive. The device was producing low flow estimations and the patient required pressor support and was intubated. The patient was implanted with a right ventricular assist device for right sided support. The manufacturer¿s technical services representative reviewed the submitted log file and did not observe and issues associated with the device that would have contributed to the event. Additional information was requested, but was not provided.